Manufacturer narrative:
Main component of the system and other applicable components are: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator.

Event description:
A consumer reported that they were not doing good and they were going downhill. The patient had sudden symptoms of sleep walking, yelling and screaming in their sleep, walking around with the alarm clock in sleep, and they had fallen. The symptoms suddenly started in (B)(6) 2016, but had accelerated in the week prior to this report. The patient&#62688;implantable neurostimulators (ins) had reached elective replacement indicator (eri) and were schedule to be replaced on (B)(6) 2016. The patient&#62688;indication for use is parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.